Event description:
It was reported that the pump showed a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer managed to change the cartridge and resume insulin delivery on their own. Technical support advised the caller to inspect and clean the pneumatic tap area of the pump and ensure the cartridge was securely attached. The caller successfully completed the loading process and continued using the pump.